Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
"The tip of screwdriver broke off during normal screw insertion." Add'l info was rec'd. During a transforaminal lumbar interbody fusion (tlif) procedure l3-s1, the tip of the screw driver broke off while the screw was inserted. The tip was recovered without a delay in surgery, but the tip was lost in the decontamination process. There was no harm to the patient reported.